Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer, who is also an hcp, reported experiencing an infection during his 2 days of wearing the adc freestyle libre sensor, with symptom of pain at the sensor site. Customer had contact with a healthcare professional who prescribed an unspecified antibiotic for treatment. Note: customer stated, ¿he¿s been taking the antibiotics for the infection but it does not seem to slow down or get any better¿. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section device mfg date was updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor plug and puck and no issues were observed. Sensor adhesive was returned. DHR (device history record) was reviewed and verified that the unit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The applicator and sharp have not been returned. Extended investigation has been performed. DHR (device history record) for the libre sensor kit was reviewed and showed that the libre sensor kit passed all tests prior to release. No malfunction or product deficiency was identified. If the reported applicator and sharp are returned and investigation will be performed.

Event description:
A customer, who is also an hcp, reported experiencing an infection during his 2 days of wearing the adc freestyle libre sensor, with symptom of pain at the sensor site. Customer had contact with a healthcare professional who prescribed an unspecified antibiotic for treatment. Note: customer stated, ¿he¿s been taking the antibiotics for the infection but it does not seem to slow down or get any better¿. There was no report of death or permanent impairment associated with this event.